Event description:
It was reported that the customer had high blood glucose levels of 155 mg/dl. The customer reported that the insulin pump was exposed to water. The customer also reported that there was fluid under the display of the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners. Constant motor error alarm noted during rewind due to corroded motor home switch. Unable to confirm excessive no delivery alarm due to the motor error alarms. Moisture damage was noted on the electronic assembly.